Event description:
The customer returned the device for evaluation and repair for the issue of low air/water flow as observed during reprocessing. It is not known if the reprocessing of the device was competed prior to the return of the device. There is no patient involvement and no reported harm to the patient. An olympus field service engineer performed an initial inspection of the device and determined that the air/water nozzle was partially blocked. The device was then sent on to the service center for in-depth evaluation and repair. Upon evaluation of the returned device, it was observed that the forceps elevator has presence of foreign material. In addition, the grip, universal cord, and right/left knob is dirty. This is attributed to insufficient cleaning. The nozzle blocking which was causing the low air/water flow was determined to be due to deformation of the nozzle. This medwatch is being submitted for the reportable issue of presence of foreign material on the forceps elevator and several dirty parts of the device as observed during device evaluation.

Manufacturer narrative:
(B)(6). The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that that the forceps elevator has presence of foreign material. In addition, the grip, universal cord, and right/left knob are dirty. This is attributed to insufficient cleaning. The nozzle blocking which was causing the low air/water flow was determined to be due to deformation of the nozzle. Other observation for the device: due to pinching on distal end rubber coating (a-rubber), water tightness is lost; adhesive on a-rubber is detached; insertion tube image guide protector has a cut; scope cover, protector of universal cord, control unit, and universal cord have discoloration; connecting tube has coating peeling; and objective lens, universal cord, distal end cover (c-cover) and adhesive around light guide lens have a scratch. The user¿s complaint low air/water flow was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in october 2022. Although the defects found during evaluation were confirmed, the foreign material around the forceps elevator could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to a reprocessing deviation from the indication for use (IFU); however, a definitive root cause of the foreign material on the forceps elevator and device could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU which states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the olympus representative reported the customer was trained to reprocess the scope according to the instruction for use and the device was inspected prior to use for any abnormalities. The customer followed the correct reprocessing procedure and there was no delay in starting reprocessing; however, there was a possibility that sufficient brushing was not performed during reprocessing and the device was not correctly reprocessed prior to the device being picked up for inspection.